Event description:
Customer reported having blood glucose levels in the 420mg/dl range. Customer stated they feel that blood glucose levels were due to cortizone shots. No troubleshooting occured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.